Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The o2 gas module was found defective and need to be replaced. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).